Event description:
It was observed that during the device evaluation, the evis ultrasound bronchofibervideoscope exhibited a scope communication error code (e216). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation determined the error code found had occurred due to a corroded plug unit caused by fluid ingression. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, since the device has not been returned and detail condition of the actual device cannot be confirmed, occurrence cause and root cause of the event could not be identified from the information obtained. The event can be detected and prevented by following the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. -the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage. Olympus will continue to monitor field performance for this device.